Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test, sensor passed per specifications and performed bicarbonate buffer test. Sensor failed with high readings.

Event description:
Customer reported via phone call that the sensor had triggered threshold suspend. Customer's sensor glucose and blood glucose was around 59 mg/dl. Customer treated with orange juice and glucose tab then passed out. Customer woke up with device suspended and blood glucose at 283 mg/dl. Customer had another sensor which gave readings of 363 mg/dl and blood glucose was 130 mg/dl. After troubleshooting, customer agreed to return the sensor for analysis.